Event description:
Resistance was met as the clinician was attempting to remove the drain. When an additional attempt was made to remove it, the drain broke, leaving a retained piece.

Manufacturer narrative:
A surgical drain was placed during an extensive abdominal procedure. Resistance was met post operatively when attempting to remove the drain. When additional force was used, the drain broke, leaving a retained piece in the patient. Surgical intervention was required to remove the drain. Photos were sent and evaluated. The edge of the fractured drain was jagged in appearance. The operative report indicated that the drain was sutured in place. The sample was not returned by the facility. A reserved sample from the same lot was tested for tensile strength. No strength failure was identified during the testing. We have had no other similar reported incidents of the drain fracturing at the location of the drainage holes. The torn, jagged appearance of the drain suggests that the break may be the result of mechanical damage and could have been caused by a suturing needle. We have no information to suggest any material defect caused the reported incident. Due to the need for surgical intervention, this medwatch is being filed.